Event description:
Additional information from the manufacturer representative reported the anticoagulant was administered after surgery.

Manufacturer narrative:
The main component of the system and the other applicable component is: product ID: 39565, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a surgical lead on (B)(6) 2016. It was reported that the patient had a bruise in (B)(6) 2016 and became paraplegic. The physician thought the patient had a bruise because of an anticoagulant. No troubleshooting or interventions were taken. It was asked but unknown if a surgical intervention occurred. The issue was not resolved at the time of the report. The patient was alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.